Event description:
New information received indicated post-paced t-wave oversensing was still present. Additional programming changes were made; device remains implanted.

Event description:
It was reported that during follow up, post-sensed t-wave oversensing was observed on stored egms. Patient was asymptomatic. Programming changes were recommended. It was then reported that during a subsequent follow up visit post-paced t wave oversensing was observed again on a stored egm. Device reprogramming was recommended. Device remains implanted.

Event description:
New information received notes that non-sustained lead noise due to post-paced t wave oversensing continues to observe via remote transmission. Patient was asymptomatic. Programming changes were recommended.